Manufacturer narrative:
Clinical review: it is unknown if this patient was using fresenius products when the unspecified surgery occurred. Additionally, there were no recorded allegations, nor any objective evidence of this event being caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue. No additional information about the unspecified surgery is available as no follow-up could be performed due to anonymity of the patient. Upon review of the information currently available, the completion of a clinical investigation is not warranted at this time as there is no objective evidence the unspecified surgery was associated with fresenius products. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During a customer experience survey a patient reported they had major surgery due to peritoneal dialysis (pd) complications. The patient stated they were unable to return to pd therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
During a customer experience survey a patient reported they had major surgery due to peritoneal dialysis (pd) complications. The patient stated they were unable to return to pd therapy. Attempts to obtain additional information could not be completed as there is no patient contact information in which to follow-up.